Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication of physical damage to the pilot balloon/valve. The customer indicated that a leak of the tube occurred. It was reported that "early extubation" was required, but no further injury occurred.